Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during final analysis. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil. The cause of external abrasions is consistent with friction to the device can and friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.